Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-24, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain and failed back syndrome. In (B)(6) 2016, the patient started hearing the pump alarm every hour. He then started to hear the alarm every 10 minutes. Telemetry had not yet been performed. The patient was due for a refill and was told to go to the emergency room (ER) if he heard the critical alarm every 10 minutes. The ER was not familiar with the pump and was unable to refill the pump. The patient was out of town at the time, so his managing physician was in another state. No patient symptoms were reported. Additional information has been requested regarding the event date, the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.